Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The device download data contained no timeouts, drive stalls, or alarm. Inspection of the soft cannula did not find it bent, kinked, or damaged. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. A leak test was performed by manually occluding the distal tip of the soft cannula and no leaks were observed throughout the entire fluid path. The pod was found to function as intended with no evidence of any damages or manufacturing malfunctions that would result in device leaking fluid.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.